Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's hands had been shaking a bit more. The physician recommended turning the ins on and off as "the brain can get used to the stimulation." When he turned the ins off and on, the patient programmer will often take quite a while to respond as the therapy on/off button will not always work. A new programmer was sent. No symptoms were reported. They received the replacement programmer but they are still having connection issues (they use antenna with the programmer). Caller stated they saw their hcp and they recommended antenna replacement. A new antenna was sent.